Event description:
It was reported that stent damage occurred. The 85% stenosed, 3.0mmx38mm target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 3.00 x 38 synergy ii drug-eluting stent was advanced for treatment. However, it was noticed that stent struts were lifted. The procedure was completed with another of the same device. No patient complications nor injuries reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: synergy ous mr 3.00 x 38 stent delivery system was returned for analysis. A visual examination of the stent found stent damage. Proximal struts were lifted and pulled distally. The undamaged stent outer diameter was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube found multiple kinks. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 85% stenosed, 3.0mmx38mm target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 3.00 x 38 synergy ii drug-eluting stent was advanced for treatment. However, it was noticed that stent struts were lifted. The procedure was completed with another of the same device. No patient complications nor injuries reported and the patient's status was stable.